Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was lifting near the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow keypad required excessive force to activate; all other buttons responded appropriately. During investigation, evidence of contamination was found under the contrast and up arrow key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button required hard presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. Reportedly the patient wore the pump under clothing and cleaned the pump with a cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.